Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), lot history and system risk analysis (sra). A review of the DHR was not performed as the customer was unable to confirm the lot number. The lot history was not perfomed as the customer was unable to confirm the lot number. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause is unknown at this time as the customer removed their sterrad® 100s unit from their facility. Therefore, it is unclear whether or not the issue was related to the unit. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 110506-01.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00167 and 2084725-2016-00168.